Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient complained to the physician of an increase in pain. The patient was reportedly on a bus monday, and the bus hit a bump and the patient heard a "pop" in her back. The physician wanted the patient's stim adjusted before anything else was ordered. It was noted the manufacturer representative (rep) was able to give the patient better coverage in her low back, but the patient still wanted a "shot and an x-ray. The physician sent the patient out for an x-ray. Better back coverage was achieved with contacts 432 programmed ++- at a pulse width of 270 and a rate of 7.3. **of note: after further review, high impedance issue previously reported pertains to separate event. Reference MFR report #30042091 78-2014-02778.

Event description:
Additional information received reported the patient complained to the physician of an increase in pain. The patient was reportedly on a bus monday, and the bus hit a bump and the patient heard a ¿pop¿ in her back. The physician wanted the patient¿s stim adjusted before anything else was ordered. It was noted the manufacturer representative (rep) was able to give the patient better coverage in her low back, but the patient still wanted a ¿shot¿ and an x-ray. The physician sent the patient out for an x-ray. The patient¿s system impedance read contacts 8 and 11 were over 10,000 ohms. Better back coverage was achieved with contacts 432 programmed ++- at a pulse width of 270 and a rate of 7.3. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported it was unknown if there was 50% or greater symptoms reduction. It was reported x-rays were taken on (B)(6) 2014 and it was found there was no lead movement or compression or fracture. It was noted at follow-up on (B)(6) 2014, there were no new pain complaints. It was reported the cause of the event was unknown but determined to be not related to their device. It was reported the patient recovered without permanent impairment.